Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2022-07985, 2017865-2022-09469 and 2017865-2022-09470. During an in clinic follow up, pain and redness of the skin and formation of fibrotic tissue at the device site was noted. The pain and redness of the skin was due to an infection. The device, the right ventricular (rv), the left ventricular (lv), and atrial lead were explanted to resolve the event. The patient was stable.